Event description:
Information was received indicating that three days following placement of a smiths medical portex® uniperc® adjustable tracheostomy tube, the cuff was not maintaining cuff pressure. The patient was reported to be obese which was reported to make the tube change out difficult. Following removal, the leak was noted to be at the attachment site of the pilot balloon. There were no reported adverse effects.